Manufacturer narrative:
Device enaluation is anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Event description:
The customer's husband alleges he left the gate to the basement open, and his wife drove her powerchair to close to the stairway and fell. The user sustained fractures to the neck and both arms.

Event description:
The customer's husband alleges he left the gate to the basement open, and his wife drove her powerchair too close to the stairway and fell. The user sustained fractures to the neck and both arms.